Event description:
It was reported that the patient presented in clinic follow-up. The pacemaker was unable to be interrogated. Three different programmers were used but the device still could not be interrogated. Based on the electrocardiogram and the patient experiencing some pocket stimulation, it was suspected that the device was in backup vvi mode. It was also noted that the battery was depleted based on the previous longevity estimate and the estimate provided by technical services but they were unable to determine if it was normal or premature due to the device in backup mode. A telemetry test was performed but was unsuccessful. No intervention was performed.